Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that when the implant would not final tighten, the cage was removed from the patient and attempted to engage the locking screw using inserter outside of the patient. The cage expansion locking screw would not thread properly, leading to inability to final tighten cage at correct expansion. The inserter final tightening driver would not engage properly with locking screw on cages, unable to final tighten with inserter. The screw driver partially stripped and unable to get good engagement with final tightening driver on inserter. The torque handle may have contributed to the implant having difficultly locking expansion. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.